Event description:
The ge oec 9600 fluoroscopy system had a physicist discrepancy where the collimated beam exceed viewable image by greater than 2% regulated area.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-centered the camera and collimator for specification and compliance. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.